Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change check valve was replaced.

Event description:
The hospital reported higher than expected carbon dioxide readings. There was no reported patient injury.